Event description:
It was reported that the pt developed a pustular infection, dehision date (B)(6)2010. The pump was removed by general surgeon with the company rep present. There was a pocket infection with (B)(6) and pseudomonas.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.